Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the rigid blade broke but is still attached to the device. No further info is available. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.